Event description:
An optometrist reported, patient started having light sensitivity, 3 months after bilateral lasik surgery. This report concerns the right eye. The patient has confirmed that the topical anti-inflammatory steroid drops have helped a great deal and resolved the light sensitivity. Visual acuity has not been affected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).